Manufacturer narrative:
(B)(4).

Event description:
It was reported that the unit stopped functioning 3 times. A surgical intervention occurred and there was a replacement (B)(6) 2009 and again (B)(6) 2009 due to battery depletion. On (B)(6)-2011, the pt experienced a shock in the right hand. In (B)(6) 2010, the pt experienced a skin erosion over the connection area. This was revised and the pt required antibiotics to hear satisfactorily. The pt did not require hospitalization due to the event. The pt recovered w/o sequelae. Add'l info has been requested, but was not available as of the date of this report.